Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-50, serial/lot: (B)(4), description: linear 3-6 lead 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent a lead revision procedure wherein the leads were replaced. The patient had experienced insufficient coverage of pain areas. The patient was doing well post-operatively.